Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Complainant reported that the implant could not obtain primary stability during implantation. The complaint could not be verified: dental implants are designed and manufactured to achieve osseointegration after placement into the osteotomy using the recommended surgical protocol. The inability to achieve primary stability is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess unable to place implant into osteotomy as potential failures, ultimately through osseointegration failure, with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required. See attached summary investigation. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email address unknown. Additional PMA/510(k) number: k011028/k013227.

Event description:
It was reported that the implant could not be placed due to a lack of primary stability.